Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture-cut needle driver instrument involved with this complaint for evaluation; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm mega suturecut needle driver (nd) instrument would not articulate side-to-side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate the instrument. The instrument did not move in the intended direction. The timing of the instrument movement was not appropriate. There was no shakiness or friction. The issue was persistent. It was unknown what time the issue occurred. There was no patient injury. There were no instrument-to-instrument, system arm-to-arm interference, or external collisions. The mega suture cut needle driver (nd) was inspected prior to use, and no damage was observed. No photographic images of the device or a video recording of the procedure is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed, and the findings did not replicate or confirm the customer reported event. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the handling test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.